Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. After being implanted with essure, the plaintiff started experiencing severe pelvic pain, numbness of extremities, tingling of extremities, hair falling out, and extreme menstrual changes. On (B)(6) 2014, plaintiff had to have a hysterectomy as a result of essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a hysterectomy approximately 3 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 26-apr-2016. Quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe pelvic pain. She underwent a hysterectomy approximately 3 years after essure insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, abdominal and pelvic pain may occur. Given the positive temporal relationship, nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic persistent pelvic pain/severe pelvic pain/(pain was persistent, constant, severe before surgery now the pain comes in waves, severity varies)"), endometriosis ("endometriosis/endometriosis lesions"), adenomyosis ("adenomyosis"), migraine ("migraines"), ovarian cyst ("ovarian cysts") and dysplastic naevus ("multiple dysplastic nevus") in a (B)(6) -year-old female patient who had essure (batch no. 794892) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal and uterine dilation and curettage (fibroid resection) in 2006. She was not allergic to nickel or any other component of essure. Concurrent conditions included bleeding breakthrough. Concomitant products included medroxyprogesterone (depo provera) in 2004 for birth control. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced hypoaesthesia ("numbness of extremities"), paraesthesia ("tingling of extremities"), alopecia ("hair falling out"), menstrual disorder ("extreme menstrual changes"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), endometriosis (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant) and dysplastic naevus (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy.), surgery (on (B)(6) 2014, patient underwent surgery), surgery (retina surgery), surgery (on (B)(6) 2014, patient underwent ovarian cyst removal) and surgery (in (B)(6) 2014, patient underwent removal two spots). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain and abdominal pain had resolved. In (B)(6) 2015, the arthralgia had resolved. At the time of the report, the hypoaesthesia, paraesthesia, alopecia, menstrual disorder, vaginal haemorrhage, endometriosis, adenomyosis, migraine, ovarian cyst and dysplastic naevus outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, dysplastic naevus, endometriosis, fatigue, hypoaesthesia, menstrual disorder, migraine, ovarian cyst, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 15-nov-2017: reporter information was updated. This case refers to (B)(6) year old patient. Patient demographics were updated. Essure indication and lot number: 794892 (expiration date was not provided) was added. Events fatigue and chronic persistent pelvic/chronic pelvic pain/(pain was persistent, constant, severe before surgery now the pain comes in waves, severity varies), abdominal pain, endometriosis lesions/endometriosis, vaginal bleeding, adenomyosis, ovarian cysts, migraines, joint pan and had to have multiple dysplastic nevus (atypical moles) removed. Events fatigue and chronic persistent pelvic/abdominal pain subsided following my recuperation from the hysterectomy surgery. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic persistent pelvic pain/severe pelvic pain/(pain was persistent, constant, severe before surgery now the pain comes in waves, severity varies)"), endometriosis ("endometriosis/endometriosis lesions"), adenomyosis ("adenomyosis"), migraine ("migraines"), ovarian cyst ("ovarian cysts") and dysplastic naevus ("multiple dysplastic nevus") in a 27-year-old female patient who had essure (batch no. 794892) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal, uterine dilation and curettage (fibroid resection) in 2006 and uterine dilation and curettage (fibroid resection) in 2006. She was not allergic to nickel or any other component of essure. Previously administered products included for an unreported indication: birth control pills from 2004 to 2011. Past adverse reactions to the above products included metrorrhagia with birth control pills. Concurrent conditions included bleeding breakthrough. Concomitant products included medroxyprogesterone (depo provera) from 2004 to 2011 for birth control. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dysplastic naevus (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced arthralgia ("joint pain"). On an unknown date, the patient experienced hypoaesthesia ("numbness of extremities"), paraesthesia ("tingling of extremities"), alopecia ("hair falling out"), menstrual disorder ("extreme menstrual changes"), fatigue ("fatigue"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), endometriosis (seriousness criterion medically significant), adenomyosis (seriousness criterion medically significant) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (supracervical hysterectomy and bilateral salpingectomy.), surgery (on (B)(6) 2014, patient underwent surgery), surgery (retina surgery), surgery (on (B)(6) 2014, patient underwent ovarian cyst removal) and surgery (in (B)(6) 2014, patient underwent removal two spots). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the pelvic pain and abdominal pain had resolved. In (B)(6) 2015, the arthralgia had resolved. At the time of the report, the hypoaesthesia, paraesthesia, alopecia, menstrual disorder, vaginal haemorrhage, endometriosis, adenomyosis, migraine, ovarian cyst and dysplastic naevus outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, dysplastic naevus, endometriosis, fatigue, hypoaesthesia, menstrual disorder, migraine, ovarian cyst, paraesthesia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff did not claim that essure worsened a previously existing injury/condition. Surgical pathology report: a. Uterus, bilat fallopian tubs and essure coils supracervical hysterectomy; supracervical uterus. Essure coils identified {gross examination). Adenomyosis of the left tubouterine junction¿s identified. Benign proliferative endometrium. Benign right and left fallopian tubes with bilateral paratubal cysts. Endosalpingiosis of left paratubal soft tissue. Intraluminal stromal with calcification involving the right tube no dysplasia or hyperplasia of malignancy identified. B. Left ,ovarian cyst: benign cyst with, features suggestive of a hemorrhagic corpus luteum cyst. No dysplasia or malignancy identified. Essure confirmation test(s) conducted, specify: first test (B)(6) 2011 or (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: essure confirmation test. On (B)(6) 2014: pelvic ultrasound - left ovary unremarkable. Uterus within normal limits. Essure sterilization devices are visible. Right ovary contains a simple cyst as well as possible complex cyst versus solid nodule. Recommend repeat evaluation in 6-12 weeks. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case was updated to medically confirmed. Essure insertion date was updated. As per the mr the surgical pathology report was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs